Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. In speaking with the olympus technical assistance center (tac), the customer reported that was not in front of the tower. It was instructed to: -ensure the maj-1430 video scope cable is not connected to the cv-190. He is sure it is not -when connecting or removing scopes both the cv-190/clv-190 are powered off, he will check with the operators -reseat the digital light source cable on both ends, also clean with canned air -connect digital light source cable from working tower to this tower -swap the clv-190 and see if resolves emailed the maj-2087 light source socket cleaning kit to clean socket connector once updated. Finally, the issue was resolved. The user reported the problem was due to operator error. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The event can be prevented by following the instructions for use which state: "3.1 precautions for installation and connection. Turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. ·properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source an b30 communication error. There were no reports of patient harm.